Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached.

Event description:
It was reported that the patient underwent a bilateral breast reconstruction and the mesh was implanted on (B)(6)2009 in the abdominal area. It was also reported that since the surgery, when the patient was lying down, she experienced a flat abdomen, but when the patient was standing up, the abdomen was disfigured and intestines poke out. The patient experienced back pain and had to wear a garter belt to stop the pain. The patient underwent two follow up correction surgeries. It was also reported that there were three attempts to fix it but it was not fixed. Additional information has been requested.

Manufacturer narrative:
Additional information. Additional information was requested and the following was received: the patient reported that the mesh was first implanted in 2009. Since then, the patient has experienced a feeling of insides "falling out". The patient underwent a bilateral breast reconstruction and the mesh was used in the abdominal area. When the patient lays down, the abdomen is flat, but when standing up, the abdomen is disfigured, intestines poke out, and there is constant pain. Wearing a garter belt helps to stop the pain. The surgeon has had 3 attempts to try to fix it but it is not fixed. No additional information is available. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.